Manufacturer narrative:
Likely cause within the complaint ticket was removed from alinity m system, list number 08n53-002 for this incident. Therefore, this report is no longer considered a reportable event. Investigation for the event against the alinity m hr hpv assay will be completed in MDR 3005248192-2024-00060.

Event description:
The customer reported two false negative samples (sample ids [sids] (B)(6)and (B)(6)) for hpv45 target on the alinity m hr hpv assay while using the alinity m integrated reaction unit (iru). The field application specialist (fas) downloaded log files: sid (B)(6)was processed on 27- feb-2024 with result "not detected". Visual curve inspection showed presence of "hpv45" signal around the cut-off that was not called by the software. The sample was re-processed on 29-feb-2024 with result "hpv45" detected. Sid (B)(6)was processed at 27-feb-2024 with result "not detected". Visual curve inspection showed presence of "hpv45" signal that was not called by the software. The sample was re-tested on 29-feb-2024 with result "hpv45" detected. All reagents and consumables were the same for all runs except for the iru. The customer reported that each test was performed from a sample that was freshly aliquoted from the same master sample. Fas downloaded log files via abbottlink. Log file analysis revealed that two samples in question (sids (B)(6)and (B)(6)) were not re-tested any further. The customer provided information that results for both samples were released from the laboratory on 29-feb-2024 as "hpv 45" positive. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved. The following additional MDR has also been submitted with the following suspect product: 3005248192-2024-00060, with suspect product alinity m hr hpv amp kit list number 09n15-090 lot number 394665.